Event description:
Therapeutic thoracentesis performed. During procedure (using asceptic technique), catheter was fed into the pleural space. Upon withdrawal, the distal end of the catheter sheared off (approx 6"). Stat chest x-ray confirmed catheter was in the pleural fluid.